Event description:
The pt underwent implantation of a synchromed pump and catheter in 2000 for infusion of medication for pain. The pt reported overreaction and cns depression to the MFR. The hcp decreased the pt's dose by 10%. An x-ray rotor study showed the pump was functioning normally. Further details regarding pt outcome are unavailable, despite calls to the hcp.